Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) sample was received from the customer for investigation. The sample was returned with an opened blister pack. The sample was analyzed by drawing 60ml of a water/dye solution into the syringe. No leakage was observed. The tip of the syringe was then blocked and the plunger was attempted to be depressed. No leakage was observed during this test. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage past stopper for lot #9029882, item #302832. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Rationale: based on the investigation conclusion, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that the syringe 30ml ll s/c 56 experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: leakage thru the stopper.